Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 during drain cycle 4. The ultrafiltration volume was 2131 ml. This event meets overfill criteria. Product surveillance followed up with the nurse and provided the results of evaluation and the probable cause identified. The nurse indicated that at the time of the event, no medical intervention or patient injury was reported.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The rite (return instrument test/evaluation) test was performed when the device was returned to the baxter tampa bay facility for evaluation. The device passed the homechoice rite functional test and the homechoice rite electrical test. The determined cause for the iipv was insufficient drain tidal uf removal set too low. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. The device was sent to the service area for servicing. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause of the reported problem of overdelivery / increased intraperitoneal volume is currently being investigated through CAPA number (B)(4).